Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: loss of prime warnings with a unidentified low force were observed in the pump¿s black box. Moisture was evident behind the display lens. The pump was exercised for 24 hours with a 1 unit per hour basal program and no power or prime issues were observed. The pump¿s force sensor failed a calibration check. The pump failed a force sensor resistance reading. There was evidence of contamination inside the force sensor housing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the pump's force sensor was reading out of specifications as a result of contamination on the force sensor housing. This report is made based on results of investigation completed on (B)(6) 2015.